Event description:
It was reported the device was alarming no disposable, clamp tubing. They instructed patient to stop and restart the pump. The pump continued to alarm. They then had the patient clamp the tubing, unlock the cassette and check for air in the line. No air was present. They then instructed patient to reattach the cassette, unclamp the tubing and restart the pump. The pump continued to alarm. They then instructed patient to turn the pump off, clamp the tubing. Rate 2.2 volume 51.4 given 39 ml. No adverse patient effects were reported by the customer. No additional information available.

Manufacturer narrative:
Other, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Upon review of the notification the country where event occurred was updated from canada to us.

Manufacturer narrative:
Other text: corrected information added: b5, corrected data: e1.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.